Event description:
It was reported that the tip of the instrument was broken. No pt complications were reported.

Manufacturer narrative:
(B) (4). Device not returned to the MFR for evaluation. The visual macroscopic exam shows that the lower arm is fully separated by fractures on both sides at the point where the upper jaw hinge pin is located. Due to the complete tensile separation of the material at locations normal to the hinge pin on each side, it is likely that excessive handle force was applied. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.